Manufacturer narrative:
This is a supplemental report for initial MFR report # 8010047-2021-04448 to correct the date of g3. Based upon the new information, g3 is corrected to march 4, 2021.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Therefore, the exact cause of the reported event could not be conclusively determined. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the past similar complaint, omsc surmised that the reported phenomenon was occurred since the gap was created in adhesive of the light guide lens due to physical stress, chemical stress, storage environment or deterioration caused by aging.

Manufacturer narrative:
The subject device was returned to olympus india. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during annual inspection, olympus inspected the subject device (olympus loaner) at the service department of olympus and found dirt inside the light guide lens of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.